Event description:
It was reported forma distributor that contamination was found which exceeded the maximum allowable size per the material specification.

Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. On (B)(4) 2013 additional information was obtained and it stated the customer performed a visual inspection. During their incoming inspection they found contamination, which was an embedded glue mark, outside of the device. It was also stated that this device was not used on a patient. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.